Event description:
It was reported that the patient developed a hematoma and was experiencing much pain. The pocket was opened and the hematoma was evacuated and the issue was resolved.

Manufacturer narrative:
.